Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image had noise was due to plug unit malfunction. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited noise on the image during inspection for use. There was no patient involvement.